Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two scs systems. The following event is related to the ipg that was implanted on (B)(6) 2011. It was reported the patient experienced pain at the ipg site whether stimulation was on or off. As a result, the patient's ipg was explanted and replaced. Follow-up revealed surgical intervention resolved the patient's issue.